Event description:
Clinical trial. It was reported that 13 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure identified one de novo, 3.5x10mm, 65% stenosed lesion in the unprotected lmca (left main coronary artery). The lesion was direct stented with a 3.5x16mm taxus liberte drug eluting stent at 20atm resulting in 10% residual stenosis. The pt was discharged the next day on asa and plavix. The pt expired 13 days following the procedure due to persistent shock, possibly septic in origin, and acute renal failure requiring mechanical ventilation. The cause of death was believed to be due to acute renal failure. It was reported that the event was not related to the study device. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.